Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a right knee revision arthroplasty the incorrect loaner kit was ordered for the procedure. The kit only contained left femoral and the surgeon required a right femur for the patient. The patient required a metal alternative right femur due to a nickel allergy and none was available. After the surgery had been delayed 40 minutes, the surgeon decided to close the patient up and continue with the surgery the next day when a titanium right femur was available. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed. Medical records were not provided and product was not returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported issue is attributed to a distribution error and not a problem with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.